Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke while impacting the femur. It chipped off one piece on the end closest to the impactor handle attachment. No one was hurt and time was not extended. I¿m guessing it has been used in 50+ surgeries.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the product to be broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.